Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found all four corners of the reservoir cover cracked. The enclosure was cracked underneath the drain fitting, and there were particles in the reservoir typically found when the heating element is corroded. There was no evidence of the reported error in the event history log (ehl). The reported problem was verified/duplicated; the temperature did not stabilize at the normal operating temperature - the most probable cause was a faulty heater. No corrective action was taken. The device was deemed beyond economical repair and will be scrapped. The root cause of the reported issue was unknown. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device was not holding consistent temperature. No patient injury was reported.

Manufacturer narrative:
Operator of device and UDI is unknown no information has been provided to date. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.